Manufacturer narrative:
Previous emdr inadvertently reported a non-abbvie device, so correction is being submitted to re-report "capsular contracture baker grade iii" for an abbvie device. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later, healthcare professional reported "implant is high on chest". The device has been explanted. Previous emdr inadvertently reported a non-abbvie device, so correction is being submitted to re-report "capsular contracture baker grade iii" for an abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later, healthcare professional reported "implant is high on chest" of a non-abbvie device. Therefore, this record is no longer reportable and will be unreported.